Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating the endotracheal tube was losing pressure at the cuff after 15 hours in situ. Replacement of the endotracheal tube was performed. Inspection of the removed endotracheal tube allegedly observed a leak at the pilot balloon. No incident related medical sequela was reported.